Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Visual inspection has been performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Performed a source measure unit (smu) test to check the functionality of the sensor. Observed the puck move to state 4 (active paired) indicating the sensor moved to a normal operation mode and was fully functional. The error was not observed during testing, indicating the error termination was not caused by a product malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced "dizziness" and a loss of consciousness and was unable to self-treat, requiring a third-party administration of glucose injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced "dizziness" and a loss of consciousness and was unable to self-treat, requiring a third-party administration of glucose injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Performed a visual inspection on the returned sensor and did not observe any evidence of misuse or abnormalities. Performed a source measure unit (smu) test to check the functionality of the sensor. Observed the puck move to state 4 (active paired) indicating the sensor moved to a normal operation mode and was fully functional. The error was not observed during testing, indicating the error termination was not caused by a product malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a product malfunction was found during the investigation, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced "dizziness" and a loss of consciousness and was unable to self-treat, requiring a third-party administration of glucose injection (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.